Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. (B)(4).

Event description:
The customer reported there was no suction or vacuum during surgery. The system was switched out to complete the case. No patient injury was reported.